Event description:
It was reported that the patient had ventricular tachycardia. The device withheld treatment based on programming for supraventricular tachycardia criteria. The clinician wanted to prevent the withholding of treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.